Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The nurse opened the needle-free closed infusion connector with intact outer packaging and no visible damage. While flushing the line using a flushing tube connected to the needle-free closed infusion connector with a partition membrane, fluid leakage was observed from the connector. The nurse immediately replaced the connector with another of the same brand, specification, and batch number, and resumed infusion. Fluid administration proceeded smoothly until completion. Five similar incidents involving this product have been reported.

Event description:
No new information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 4155080. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect similar issues during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.